Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 356.830s, synthes lot: 5l56189, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: july 30, 2019, expiry date: july 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history record (DHR) for non sterile part: part: 356.830, synthes lot: 5l44349, manufacturing site: balsthal, release to warehouse date: july 17, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: device history lot : part number: 356.830s. Synthes lot number: 5l56189. Manufacturing site: selzach. Release to warehouse date: 30. July 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Reviewing attached picture, the breakage can be confirmed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a femoral nailing procedure on (B)(6) 2019, a 3.2mm wire snapped in the femoral head . When using the neck screw long gold drill over the wire it caught on the wire and snapped. They were pulling on the jig to help correct with the varus deformation caused to the hip by the fracture. When the drill was going up the wire was more bent and as the instruments were brand new the drill very sharp and so cut through the wire. The surgeon managed to free hand drill over the broken piece of wire , checking under x ray and then after finishing with the correct length of the drill, he removed the drill and the wire fragment came out with the drill. A surgical delay of 20 minutes was noted. Concomitant device reported: unknown pfna nail (part # unknown, lot # unknown, quantity 1). Unknown drill bit (part # unknown, lot # unknown, quantity unknown). Unknown drill sleeve (part # unknown, lot # unknown, quantity 1). Unknown buttress nut (part # unknown, lot # unknown, quantity 1). Unknown aiming arm (part # unknown, lot # unknown, quantity 1). Unknown insertion handle (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).